Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. It was noted that the patient is participating in the product surveillance registry clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).